Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. Consumer was unable to manually remove the tampon and had to seek medical attention to remove the tampon.